Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing with multiple cartridges. The customer's blood glucose level ranged between 120-280 mg/dl. Reportedly, the customer changed the pump supplies multiple times to resolve the issue.